Event description:
It was reported that during a visit, the programmer shut down unexpectedly. The programmer was shut down and restarted and was indicated to be working fine again. The programmer remains in use. No patient complications have been reported as a result of this event.